Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be calibrated. The stylus was misaligned with the cursor even after being calibrated. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus was not aligned with the cursor on the display. The connection between the overlay and the printed circuit board (pcb) was reseated and the stylus was calibrated. Analysis also noted that the power cord bay latches were broken. The power cord bay was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.